Event description:
Intra-operative impedances of over 3,600 ohms were reported. Additional testing confirmed that there was a good connection, and it was suspected that the impedances were temporary. The impedances were still high post-op. The pt was receiving effective therapy in post-op and no further complications were reported.

Manufacturer narrative:
(B)(4).